Event description:
The user received sporadic results of zero for numerous patient samples since late (B) (6). Of the data provided, results from four patient samples were discrepant. All samples were tested in a micro sample cup. On (B) (6) 2009, sample 1 initial total bilirubin result was 0.1 mg per dl, repeat result was 1.2 mg per dl; initial calcium result was 0.0 mg per dl, repeat result was 9.8 mg per dl; initial ast was 11 u per l, repeat result was 18 u per l. Sample 2 initial calcium result was 0.5 mg per dl, repeat result was 9.9 mg per dl; initial phosphorus result was 0.1 mg per dl, repeat result was 3.0 mg per dl. On (B) (6) 2009, sample 3 initial result was 0.2 mg per dl, repeat result was 9.3 mg per dl; initial phosphorus result was 0.1 mg per dl, repeat result was 3.2 mg per dl. Sample 4 initial calcium result was 3.1 mg per dl, repeat result was 9.2 mg per dl. The user stated none of the erroneous results were reported out as they are only a research facility and any results go through four checks.

Manufacturer narrative:
The field service representative determined the user was using micro sample cups and the sample probe was misaligned and rubbing against the sides of the cup. He realigned the sample probe and verified the analyzer performance with precision testing.